Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant of the left ventricular (lv) lead it couldn't be advanced because there was thrombus in the vein near the lobe as a result the lv lead became deformed and couldn't be used. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.